Event description:
It was reported that during the implant procedure, the battery bar on the implantable cardioverter defibrillator (ICD) was green with pre-implant indication. It was noted the doctor stepped on the power cord of the programmer and the cable pulled away from the programmer. The doctor turned on the power of the programmed and performed an interrogation on the ICD again. The battery bar was gray with pre-implant indication. The device was not implanted. Another device was used. After the device was at room temperature for 48 hours later, the ICD was tested and green bar was present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).